Event description:
The customer reported, that the unit primed without incident, but when the ccp went to flow for the first time, the unit alarmed error code 144, (vent valve error). The perfusionist changed out the pump and called bio-med to report the incident to quest. The unit is being returned to quest for evaluation. Product code is 5001000.